Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting capsular contracture baker grade IV. Explant surgery report shows "severe encapsulation grade IV. Intervened performing total capsulectomy, prosthesis that are intact". Pathology results show "right breast (capsulectomy): fibrosis in relation to the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity". Device has been replaced with non-allergan device.

Manufacturer narrative:
Continued e1 - phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. Explant surgery report shows "severe encapsulation grade IV. Intervened performing total capsulectomy, prosthesis that are intact". Pathology results show "right breast (capsulectomy): fibrosis in relation to the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity". Device has been replaced with non-allergan device.